Event description:
It was reported that the pump failed accuracy test. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed a scratched lens. The reported problem could not be verified in the event history log. Functional testing could not replicate the reported issue; the pump passed all accuracy testing. The root cause was unable to be determined. The expulsor assembly was replaced as a preventive measure. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.